Event description:
Patient reportedly experience dislocation, severe pain in previously operated hip. Sought treatment/evaluation in idaho where main residence is. Returned toksmc for reoperation/replacement of prosthesis which was done 9/3/92. Original surgery date noted to be 4/24/89. Device recall notification from manufacturer is dated 2/16/90device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: material degradation/deterioration, telemetry failure, unanticipated. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.